Event description:
It was reported that the patient presented to the emergency department after feeling an episode. A remote transmission showed high right ventricular (rv) lead thresholds and occasional intermittent rv lead undersensing during atrial arrhythmia episodes. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.